Manufacturer narrative:
The insulin pump was received with intermittent up and down button response due to corroded keypad traces. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 171 mg/dl. The customer stated that the down arrow are not working when pressed. The customer was asked if she recalls any significant events leading to the keypad issues and she said none. The customer was advised that the insulin pump need to be replaced. The patient was advised to revert to back up plan per health care provider instruction.